Manufacturer narrative:
Manufacturer narrative: updated sections g3, g6. Corrected data: h6 type of investigation 4114 (device not returned) to 4115 (device discarded).

Manufacturer narrative:
Updated sections: b5, g3, g6, h6 device code(s), type of investigation, investigation findings, and investigation conclusions. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and hyperlipidemia.

Event description:
It was learned through patient support and investigation that a patient with a 21mm 3000tfx aortic valve was explanted after an implant duration of 7 years and 2 months due to calcification degeneration leaflets with stenosis. The patient presented with shortness of breath. The explanted valve was replaced with a non-edwards valve. The patient was in stable condition post procedure and was discharged on pod#4. Concomitantly the patient underwent tricuspid annuloplasty repair (32mm 4900). Per pathology report: explanted aortic valve prosthesis with calcified tan synthetic cusps. The final pathology diagnosis showed fibrocalcific degeneration of av leaflets.

Event description:
It was learned through patient support and investigation that a patient with a 21mm 3000tfx aortic valve was explanted after an implant duration of 7 years and 2 months due to stenosis. The patient presented with shortness of breath. The explanted valve was replaced with a non-edwards valve. The patient was in stable condition post procedure and was discharged on pod#4. Concomitantly the patient underwent tricuspid annuloplasty repair (32mm 4900).

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.